Event description:
Pt had noticed that her vision had changed. Her last examination was in 2004. She wears each pair of contacts 6-8 weeks and had last placed an order through 1800contacts 4-5 months prior to this examination. Examination revealed punctate keratitis ou, 2+ deposits on the contact lenses and early corneal neovascularization in each eye. Her corneal health is moderate because her prescription had changed and she was almost not legal to drive at night due to penndot standards. Her contact lenses were being used 3 times as long as approved from the FDA. She had no medical intervention because 1800contacts did not verify the prescription, which was in direct violation of the fairness to the contact lens act. Frequency - 2 weeks soft contact, route: ophthalmic. Dates of use: 2004-2008.